Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on november 23, 2011. The lm reported that the most probable causes for the reported event are as follows: based on the investigation results, the probable causes are shown below: (1): it is presumed that the ccd unit failed and the image did not appear because unexpected stress was applied to the camera head due to user handling.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed due to faulty charge-coupled device (ccd) unit. A cut was found on the cable which has caused the unit to fail the water leak test. The instruction manual provides statements to mitigate cable damage. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable . ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. ·never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.

Event description:
The service center was informed that during reprocessing, the camera head did not display an image. There was no patient involvement reported.